Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "maintenance required fault -e05" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including without duplicating the report. Evidence of a depleted battery was found in the log. The error was not reproduced with a known good battery. The battery used during the report was not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.